Event description:
The pt experienced a change in stimulation location. The pt's stimulation target was the right side, but he only felt stimulation on the left side. Reprogramming was not effective in correcting this issue. The pt experienced a burning sensation at the implantable neurostimulator site when stimulation was turned on. There was no known event or accident precipitating either the burning sensation of change in stimulation. The pt experienced a shocking and jolting sensation (location not reported) and transient chest tightness after exposure to a security gate at a store. The device was turned on during the exposure. The pt also felt shocking and jolting while driving, though he was unsure if it was due to positional changes. The pt was at the clinic at the time of the report and his status was reported as 'good'. Revision may be planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.